Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number, catalog number, and UDI: corrected. Section d6a: implant date is not applicable to this device. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was not confirmed. The data in the submitted log files did not indicate any issues with the system controller. No atypical alarms were observed in the submitted log files. The pump maintained a speed within the low-speed limit without issue throughout the log files. The system controller was not returned for analysis. Additional information provided communicated that no further alarms have occurred. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 25jul2023. Heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had transient comm fault advisory alarms on their right ventricular assist device (rvad) system controller.

Event description:
It was reported that the patient believed that had seen a transient comm fault advisory alarms on their right ventricular assist device (rvad) system controller. Log files were submitted for review. The logs did not display any comm faults during the entire length of the log file history. It was later reported that there had been no further alarms. The system appeared to be functioning correctly and the patient remained on heartmate 3 support with no changes.

Manufacturer narrative:
Section d4, catalog number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.